Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high and that the insulin pump alarmed for no delivery. The infusion set was removed and the cannula was bent. The blood glucose reading was 487 mg/dl. The customer was advised on how to avoid bent cannulas during insertion and declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.